Event description:
A report was received that the patient underwent an explant procedure. The patient is elderly and struggled for some time to work out how to use the charger and remote control despite numerous attempts to educate her on the process. The patient also did not receive adequate pain relief from the system. The patient was doing well post-operatively. The devices were discarded by the hospital.

Manufacturer narrative:
Correction to initial MDR in field h10. Additional suspect medical device components involved in the event: model: sc-2366-70 serial/lot: (B)(6). Description: linear 3-6 lead 70 cm model: sc-8216-70 serial/lot: (B)(6). Description: artisan lead 70 cm. Additional information was received that the paddle lead was left in situ. The surgeon did not want to cause unnecessary risk to the patient by reopening the paddle lead site.

Event description:
A report was received that the patient underwent an explant procedure. The patient is elderly and struggled for some time to work out how to use the charger and remote control despite numerous attempts to educate her on the process. The patient also did not receive adequate pain relief from the system. The patient was doing well post-operatively. The devices were discarded by the hospital.